Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior colon resection procedure, the posterior portion of the staples did not staple. The surgeon hand sewed the opening. There was no patient impact.